Event description:
It was reported that there was increasing thresholds on the right ventricular (rv) lead. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076 implantable pacing lead implanted: (B)(6) 2013, addr01 implantable pulse generator (ipg) implanted: (B)(6) 2013. (B)(4).